Event description:
Meter gives false and inaccurate blood glucose readings. Patient is unable to properly dose her insulin due to the readings this device gives her. Date range of use: (B)(6) 2012 - present.